Manufacturer narrative:
(B)(4). Date sent: 07/30/2025. D4: batch # 212d84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described of instrument compatibility could not be confirmed as no issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9er0h, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 212d84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was open and (white) gst60w was loaded into the stapler it but would not go through the trocar. The surgeon removed the trocar and inserted the stapler through the abdominal wall. The stapler was fired and removed. Upon trying to reload the stapler, the reload would not fit into the stapler. Multiple attempts were made with no success. Second stapler was opened to proceed with the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.